Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that the bd ultra-fine¿ ii short needle insulin syringe outter cover will not stay attached to pen after injection. The following was recieved by the initial reporter: verbatim: consumer reported outter cover will not stay attached to pen needle after injection stated, she is not always in a position to put outter over upside down on flat surface to remove it properly.

Event description:
It was reported that the bd ultra-fine¿ ii short needle insulin syringe outter cover will not stay attached to pen after injection. The following was received by the initial reporter: verbatim: consumer reported outter cover will not stay attached to pen needle after injection stated, she is not always in a position to put outter over upside down on flat surface to remove it properly.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.